Manufacturer narrative:
(B)(4).

Event description:
Patient received therapy during lower back surgery. Electrocautery was detected in the vf zone and led to therapy delivery. Several term.(magnet) annotations appear in the recording indicating the taped down magnet may not have been adequately placed over implant to prevent detection and therapy. The device remains implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test confirmed a regular device manufacturing. The returned device data have been analyzed. The analysis of the available iegms revealed the presence of external noise signals in all channels on (B)(4) 2016. This led to the detection of six vf episodes between 15:17 and 15:18. A total of seven charging cycles occurred within this time, two of which resulted in shock deliveries. The data showed that all six episodes were terminated by application of a magnet, as documented by the annotation term.(magnet) mentioned in the complaint description. The morphology of the noise signals indicates that these resulted from the electrocautery procedure mentioned in the complaint description. Therefore, it is reasonable to assume that the magnet was not optimally placed, in agreement with the clinical observation. The analysis of the data did not reveal any indication of an ICD malfunction. Based on the information available for analysis, the ICD functioned as expected.